Event description:
On (B)(6) 2018 at (B)(6) private hospital ((B)(6)) a (B)(6) female patient was operated on her l4 vertebra. The surgical plan was to place bilateral pedicle screws (45 x 6.5 mm, everest xt, k2m) in l4 as an extension of a previous l5-s1 fusion surgery. As the left l4 pedicle screw was being implanted, the anaesthetist made the surgeon aware that there was a sudden drop in the patient's blood pressure. A lateral x-ray image was taken of the screws, which showed that the front of the right l4 screw was protruding out of the front of the l4 vertebral body. At this point, the robotic platform and the right l4 pedicle screw was immediately removed. The left l4 pedicle screw remained in situ. The patient was closed up posteriorly and handed over to the vascular surgeons. The patient passed away later that day.